Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: difficulty removing guide wire requiring a balloon catheter to remove it. Device issue: difficulty removing guide wire. It was reported that the guide wire crossed the lesion, but then there was some resistance removing the guide wire. A balloon catheter was inserted on the guide wire, and the guide wire was successfully removed with the balloon catheter. There were no patient effects reported. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to perform an evaluation at the time of this report. Evaluation summary - quality assurance analysis revealed that the guide wire was returned with blood and contrast on the tip coils. The guide wire was returned frozen inside another company's balloon catheter. There were 1.5 cm of the tip coils exposed. There was blood and contrast inside the guide wire lumen. There was a kink in the shaping ribbon 7 mm proximal to the tipball. There was no other damage noted to the guide wire. The other company's balloon was bunched 2 mm distal to the proximal balloon seal. The outer diameter measurements of the guide wire could not be taken due to the guide wire being frozen inside the balloon catheter. The tip was tugged on to confirm that the core and shaping ribbon were intact. An attempt was made to remove the guide wire from the balloon catheter, but the guide wire did not separate from the balloon catheter. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.